Event description:
Had to reach inside to pull tampons out because cords kept breaking [foreign body in reproductive tract]. Strings keep breaking [device breakage] . Case narrative: consumer reported via email that the tampon strings keep breaking. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.